Manufacturer narrative:
(B)(4).

Event description:
The pt was "paralyzed due to the pump"; she "has a pocket of morphine" that won't go away. The pt was not "barely walking" and could not find a physician to discuss pump explant. The pt was told that the catheter could not be removed due to scar tissue. Additional information has been requested, a f/u report will be sent if additional information becomes available.